Manufacturer narrative:
The customer contacted a customer care center (ccc) specialist. The customer reported receiving error code. Siemens is investigating the event.

Event description:
A discordant, falsely low enzymatic creatinine 2 (ecre_2) result was obtained on a patient sample on an advia 1800 instrument. The initial result was not reported out to the physician(s). The same sample was repeated on the same instrument, resulting higher. The same sample was tested again on another advia 1800 instrument, resulting higher. It is unknown which repeat result was released to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low enzymatic creatinine 2 result.

Manufacturer narrative:
The initial MDR 2432235-2016-00537 was filed on september 02, 2016. Additional information (08/11/2016): a siemens' customer service engineer (cse) specialist was dispatched to the customer's site. The cse changed all tubing of the dilution tray wash unit dispenser (dwud). The cse then replaced all probes and replaced nozzle 2. The cse ran quality control (qc), which resulted in range. The cse ran a contamination test, which failed. The cse replaced all probes again, replaced the cuvette dilution tray (dtt). The cse then replaced the nozzle dryer on the reaction tray wash unit (wud) and replaced conditioner and cuvette wash. The cse ran qc, which resulted in range. A siemens' headquarters support center (hsc) specialist reviewed the event. Hsc noted that there was an micro-albumin contamination observed a day prior to this service. The customer did not provide the details of this issue. The cause of the discordant, falsely low enzymatic creatinine 2 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.